Manufacturer narrative:
Manufacturer evaluation of the instrument logs show that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately five (5) and seven (7) seconds at 16:01pm and 16:04pm on (B)(6) 2018 respectively, which is not sufficient time to replace the reagent in either instance; and the station properties for bottle 10 (ethanol) were reset at both 16:01pm and 16:04pm on (B)(6) 2018. A user affirmed in the instrument software that the ethanol concentration in bottle 10 was to be set to 0.0% at 16:01pm on (B)(6) 2018; and to the default concentration of 100% at 16:04pm on (B)(6) 2018. Although a user affirmed in the instrument software that the ethanol concentration in bottle 10 was to be set to 100% at 16:04pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 10 remained unchanged at 77.1% because the bottle had not been removed from the instrument for sufficient time to replace the reagent at either 16:01pm or 16:04pm on (B)(6) 2018. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step in both the "factory 4h xylene standard" protocol started in retort a at 16:04pm on (B)(6) 2018 and the "factory 4h xylene standard" protocol started in retort b at 16:13pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 4h xylene standard" protocol started in retort a at 16:04pm on (B)(6) 2018; and the "factory 4h xylene standard" protocol started in retort b at 16:13pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at both 16:01pm and 16:04pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual in either instance. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding incorrect bottle change by the laboratory technician resulting in unfixed tissue in both 37 cassettes from an eight (8) hour protocol and 16 cassettes from a four (4) hour protocol. On (B)(6) 2018, a leica application specialist (fss) provided telephone support to the laboratory in association with this complaint. The fss documented the following information provided by the complainant: "bottle 10 was hatched out on 2/13 prior to loading overnight runs. It appears as if an employee pulled out and reset bottle without changing the contents." The fss also documented that the complainant had noted that bottle 10 was "very dirty" and discarded the entire contents without measuring the ethanol concentration; the reagent in bottles 7, 8, 10, 11, 12, 13 and 14 and the wax in wax chamber 2 had been replaced; and the affected tissue samples were being re-processed. On (B)(6) 2018, the fss documented that the tissue from all cases exhibiting sub-optimal tissue processing was diagnosable following re-processing. On (B)(6) 2018, the fss visited the laboratory and reviewed the instrument logs. The logs showed that the final reagent threshold for ethanol had been exceeded on (B)(6) 2018 and messaging displayed to the user prompted replacement of the reagent in bottle 10; the station properties for bottle 10 had been reset when the bottle had been out of contact with the corresponding sensor for seven (7) seconds and bottle 10 was used for the final dehydration step in both of the affected processing runs.